Manufacturer narrative:
(B)(4). The companion samples that were returned for analysis showed no visual or functional issues. The reported condition of inadequate iodine was not confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine. This was noticed prior to use. The caregiver (cg) stated that he noticed that the minicaps did not have as much iodine as they did in previous orders. The cg stated that the individual packaging on the cap looked sealed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not available, but five companion samples were received for evaluation. Visual inspection found no issues and that the caps all contained iodine. Pressure testing was performed with no issues. The companion samples were all found to meet specifications. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.